Event description:
The patient was receiving inappropriate shocks from the ICD. There was a device malfunction. The ICD was not reading the pacer leads properly and was interpreting the signal as an arrhythmia and in turn delivering a shock to the patient. A new device was implanted and the patient was discharged.